Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose level on (B)(6) 2021. The customer¿s blood glucose level was 34 mmol/l at the time of the incident. Customer was treated with manual injections and intravenous hydration drips. The customer tested positive for ketones. Customer stated insulin pump received multiple insulin flow blocked alarms. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The insulin pump will not be returned for analysis.